Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q1 2017 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report. The ams700 cylinders were visually inspected and functionally tested. No leak found. Both cylinders performed within specifications. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present. The kink resistant tubing (krt) was worn to filament; no leak was found. Product analysis concluded that identified a fluid leak in the reservoir shell that was the result of fatigue at the corner of a fold as the most probable caused the mechanical issue. Product analysis confirmed the reported event.

Event description:
It was reported the patient had his inflatable penile prosthesis cylinders and reservoir removed and replaced due to fluid loss from a cylinder tear and a leak in the reservoir. No patient complications were reported in relation to this event.